Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Pushed the centrax on the inner head and attempted to connect the centrax and inner head, however it couldn't put the inner head inside the centrax completely. Removed the green ring. Then a polyethylene within the centrax cup was slightly deformed in one place. Attached again the green ring, when pushed the green ring by finger, heard a strange sound. So replaced other size and completed the procedure.